Event description:
Ring broke while inserting screw. Plate and screw were removed and a new plate was implanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional parts involved in event: part no. 63029; 63029. Lot no. 674970; 609430. MFR date: 02/16/2009.